Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: six hundred ninety-five samples (695) were received and evaluated; they all were visually inspected for scale marking issues. Three hundred seventy-five units have the scale marking missing. These are the same samples reported on the complaint#: (B)(4). After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine runs low on ink, and the barrels did not get the scale printed and not detected in the next processes. Based on the samples and photos analysis and investigation carried out, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 4th complaint for lot#: 0003673 for this type of defect or symptom. Previous complaint#: (B)(4). There was no documentation for this type of defect during the entire production run of this batch#. Based on the samples and photos analysis and investigation carried out the symptom reported by the customer is confirmed. The lot was produced for 0.105mm units, this is the 4th complaint; therefore, the cpm is 38.1. We root cause description: after the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Based on the samples and photos analysis and investigation carried out the symptom reported by the customer is confirmed. The lot was produced for 0.105mm units, this is the 4th complaint; therefore, the cpm is 38.1. We will continue monitoring and trending this product and this symptom.

Event description:
It was reported that 5125 syringe 20ml ll bns was missing scale markings. The following information was provided by the initial reporter: "it was reported that the scale markings are missing from syringes. The original quantity was 21,000. More has been found for a total of 26,525 that is missing the graduations on the syringe."